Manufacturer narrative:
Unit passed the self-test, sleep current measurement, active current measurement. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed batt test alarms noted during testing. However, confirmed the pump alarmed failed batt test two times on (B)(6) 2024 between 17:08:12.000 to 17:12:23.000 in the history files. These alerts are expected and occur during normal pump operation. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assemblies. However, moisture damage noted to motor assemblies during visual inspection. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, corroded battery tube, corroded motor home switch. Pump passed required test and no failed batt test alarm noted during test. However, pump received without battery cap, damaged battery cap was unable to verify. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery copper piece came off part of recall. Pump had rejected new battery with battery cap. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was not performed and customer reported battery cap damaged. Customer reported receiving a battery failed alarm. It was unknown whether the customer will continue to use the insulin pump or not. No harm requiring medical intervention was reported. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic medwatch northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.